Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a serial number label missing. The pump was also received with a blank display. Unable to perform the self test, sleep current measurement and active current measurement due to a blank display. Unable to download pump traces and history file using thus due to a blank display. The pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube and battery tube spring noted. Blank display was confirmed due to severe corrosion on the pcba 1 and pcba 2. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the serial number label of the pump during analysis. Unable to perform the required testing, download pump traces and history file using thus due to a blank display. Blank display was confirmed due to severe corrosion on the pcba 1 and pcba 2. During visual inspection, severe corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube and battery tube spring noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced medtronic label damaged. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1712k was requested and customer responded the device was returned.